Event description:
Boston scientific received information that this patient who was implanted with this pacemaker passed away approximately two years ago. We received this notification from a patient verification form. The form had a hand written note stating the pacemaker did not work. It is unknown if the pacemaker was explanted post-mortem.

Manufacturer narrative:
Efforts to obtain additional information have been made and were unsuccessful. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.